Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the dcs12 was placed down 1seal on 511sd at sub-xiphoid. Wear was noticed on the insulation. The dcs12 was removed from the field and replaced with a new one. The removed device was checked and found to have breaks insulation - believed to be caused by friction against 1seal. The same was noted on the second dcs12 at the conclusion of the procedure. There was no consequence to the pt.